Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
A4: patient weigh added to the record.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the implantable pulse generator (ipg) because she lost the charger. In turn, the ipg became inoperable. The ipg was explanted and replaced with a recharge free ipg.